Event description:
The advocate received a high out of range control reading of 195mg/dl on the contour next link meter. While checking the memory of the meter it was discovered the reading was not automatically marked as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The control solution was returned for evaluation. New meter, strips and control were sent to the customer.